Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, the joint and tissue surrounding it was black in color. The head and neck tapers were clean and no black marks or corrosion were on them. The neck had been wearing on the edge of the cup. See pictures. Also, there were a few scratch and wear marks on the head. New neck and dual mobility poly head were replaced. Cup was left alone and was solid.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01964.